Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 1.1; repeat inr = 1.9. Customer observed that strips seem to be riddled with bubbles within the plastic. He has been testing 5 years and never seen this before. Requested strips be sent back for investigation since they have the bubbles. Also recommended customer contact physician and arrange for lab comparison. Therapeutic range; 2.0 - 3.0.